Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step and had overfilled the cartridge with insulin. Technical support educated the customer on removing air from the cartridge and ensuring it is not overfilled. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to load a new cartridge, preferring to continue using the current one and follow up if necessary.